Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not power on. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The customer declined the repair. The reported issue could not be verified or duplicated as the device was not returned to stryker for investigation or repair. The root cause could not be determined. The device remains unrepaired with the customer. H3 other text : device not returned for evaluation.

Event description:
The customer contacted stryker to report that their device does not power on. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.